Manufacturer narrative:
The anchors and leads were discarded. The x-rays provided were reviewed and the reported event of lead migration was confirmed. The root cause of the lead migration cannot be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes, and the patient may require surgery (including revision, explant, and replacement) as a result."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for lead migration. An x-ray imaging confirmed migration of both leads. A lead revision procedure was completed to resolve the reported event.